Event description:
The pt was being treated for lower back pain. The clinician prescribed constant current treatment using for application electrodes. The electrodes were 2" round electrodes. The remaining protocol parameters are unk. Upon completion of the treatment, the clinician noted that the pt had rec'd 1 cm diameter skin burns under each electrode. The electrodes had been used 6 times. These burns were described as surface burns which were treated with neosporin and bandaids. Treatment was impeded as the pt did not return. However, the mgr reported the pt was at the end of the required treatments.

Manufacturer narrative:
Awaiting eval of the device.